Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer observed discrepant results for seven patient samples. The samples initially generated hiv reactive results. Upon retesting, the samples were non-reactive. Serology testing was performed and generated negative results. The initial hiv reactive results were as follows: on (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a cycle threshold (CT) value of 40.8, while hepatitis b virus (hbv) and hepatitis c virus (hcv) results were non-reactive. On (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a CT value of 41.2, with hbv and hcv results non-reactive. On (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a CT value of 42.2, with hbv and hcv results non-reactive. On (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a CT value of 40.5, with hbv and hcv results non-reactive. On (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a CT value of 439.9, with hbv and hcv results non-reactive. On (B)(6) 2022, a sample tested on cobas 6800 (s/n (B)(6) generated an hiv reactive result with a CT value of 39.3, with hbv and hcv results (B)(6) generated an hiv reactive result with a CT value of 39.8, with hbv and hcv results non-reactive. The retest results for all seven samples were non-reactive, and serology testing for these samples was negative.

Manufacturer narrative:
The reported event involved the cobas 6800 analyzer with serial number (B)(6). The investigation determined that no product or instrument issue was identified. Amplification curves for the initial reactive results exhibited weak and late amplification with non-sigmoidal curves, raising uncertainty about whether the results were due to true target amplification or non-specific amplification. Retest runs showed no target amplification, while internal control amplification was robust, indicating no signs of pcr suppression. The investigation was limited as the amplification/detection plates for the initial reactive results were not available for further testing. A definitive root cause for the reported event could not be determined based on the available information. The customer has not reported any additional incidents, and the device remains in operation at the customer site.